Event description:
It was reported that the patient received inappropriate high voltage therapy for an atrial tachycardia with variable conduction. The device was reprogrammed and no further inappropriate therapies have been reported. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.